Event description:
Related manufacturer reference number: 3006705815-2023-06784. It was reported that patient experienced trauma and resulted in therapy change. It was found that one of the patients leads had migrated and the other lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 where in both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.